Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the implantable neurostimulator (ins) was changed in 2006. No further complications were reported/anticipated.